Event description:
It was reported to medtronic minimed that the customer reported a pairing issue between the insulin pump and transmitter. The the customer experienced hypoglycemia with a blood glucose value of 56 mg/dl at the time of the event. The customer reported hypoglycemia treated with carb intake. The customer experienced symptoms such as rubbery legs. The event involved product unknown transmitter. Troubleshooting was not performed for pairing issue and it was unknown whether the issue was resolved. Troubleshooting was partially performed for hypoglycemia and later customer does not feel ok to troubleshoot. Troubleshooting was performed for suspend on low/suspend before low and customer inquired about what would happen to subsequent alarms while pump was in suspend event. Explained alarms will queue and are displayed once customer selects dismiss. No further patient complications were reported. No product return is required for unknown transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.